Event description:
Additional information was received. Hcp reported that the issue was not caused by normal battery depletion. The cause of the stimulation being felt in legs was undetermined, and it was unknown what contributed to that.

Manufacturer narrative:
Continuation of d10: product ID 3889-41, lot# va1dclf, implanted: (B)(6) 2017, explanted: (B)(6)2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889-41, serial/lot #: (B)(6), ubd: 2020-12-16, UDI#: (B)(4), h3: (3058): product ID# 3058 - the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. (3889-41): product ID# 3889-41 - the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor 3 was broken at 1.4cm from the distal end of the distal segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the device has helped significantly with the pelvic pain and her urinary symptoms. At their last visit prior to surgery, she reported that she no longer receiving symptom relief from her interstim device. She was previously using program 3 with good result, however, her symptoms began returning. She switched to program 2 which provided her with some symptom relief, however she was still experiencing bladder/groin pain, pain down her leg and a sensation of difficulty emptying her bladder. This is very bothersome for her as she was experiencing beneficial symptom relief prior from her device. She continues to experience constipation. Her device was not working well as it did prior, so they proceeded with removal and replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot#: va1dclf, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.